Event description:
It was reported that an ilet pump intermittently presented a black, nonresponsive screen while still vibrating on the sleep/wake button, and later ceased insulin delivery, after which a replacement device was provided. Symptoms included elevated blood glucose affecting glycemic control, for which the user transitioned to multiple daily injections until the replacement arrived. Outcomes included interruption of insulin infusion therapy and reliance on an alternative insulin regimen, with no hospitalization or injury reported. Investigation included customer support troubleshooting, confirmation that the device temporarily recovered when charged on the pad, and logistics to return the device for evaluation. Investigation of the device revealed a malfunction related to screen visibility and power/display function, with loss of insulin delivery, consistent with a hardware failure of the user interface or internal power/display subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance